Manufacturer narrative:
The pump was returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the ok and down arrow keypad buttons were intermittently responsive. In addition, the contrast and up arrow buttons were responsive to user input. There was evidence of keypad contamination found under all button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient reported that the ok keypad button was not responding and that up and down arrow keypad buttons were intermittently unresponsive. The patient also stated that her boluses were being cancelled and that she was getting a delayed response on the keypad. The patient also reported that she was unable to scroll. In addition, the patient indicated that the she wears the pump in a pocket and that she does not clean the pump.